Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter would not fit well inside the balloon catheter. When removing the mapping catheter, it was observed the junction between the tip and shaft looked "strange". The mapping catheter and balloon catheter were replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.